Event description:
Healthcare worker had touched a package, after the sterilization process, and experienced a burn on the wrist. The employee now has a scar. It was noted that there was no vaporizer plate in place.